Event description:
The patient presented to the clinic for follow up when a drop in r-waves and increased capture thresholds were observed. The lead was capped.

Manufacturer narrative:
No medwatch form was received.